Event description:
According to the complainant, during stent deployment, the nurse pulled the thread [deployment suture] and initially the thread started to come out but then got caught on the wire mesh of the stent. Stent was removed and another [ultrflex esophageal stent] was used. Although the complainant reported that the event caused distress for the patient, no injury was reported.

Manufacturer narrative:
Visual examination of the returned device revealed that there was a blue wire like material entangled in the deployment suture thread making it impossible to deploy the stent. It was possible to remove the wire. Once the wire was removed, it was possible to deploy the remainder of the stent. The wire which was entangled in the deployment suture thread was not part of the stent. The piece of wire material and a piece of wire from an actual stent was analyzed with scanning electron microscopy (sem), which revealed that both materials were very similar in composition (the samples were of an almost similar color and had the same thickness of 208.5 microns). The origin of the material is unknown, however, since it is similar to the stent material, it is most likely an anomaly of the manufacturing process.